Event description:
It was reported that following a fall the pt experienced a burning sensation at the stimulator site and felt that the leads were pulling in the lower back at the lead location. It was indicated that the pt fell frequently because she has had 15 knee surgeries. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).